Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: precautions for use: ¿ "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. ¿ there is no available clinical data about injection of juvéderm® voluma¿ with lidocaine into an area which has already been treated with a non-allergan dermal filler. ¿ it is recommended not to inject into a site which has been treated with a permanent implant." Method of use-posology: ¿ "this product is designed to be injected into the deep dermis, subcutaneously, or in the upper periostea by an authorized medical practitioner in accordance with local applicable regulation. In order to minimize the risks of potential complications and as precision is essential to a successful treatment, the product should be only used by medical practitioners who have appropriate training and experience in injection techniques for volume restoration. They have to be knowledgeable about the anatomy at and around the site of injection."

Event description:
Patient reported they were injected "with uneven distribution between [their] upper and lower lip" with 3 syringes of unspecified juvéderm® by "a person that previously had a salon, but now runs a home salon." The reporter suspects "that the person that administered the injection is not a nurse or a doctor." Four days after injection patient developed an infection in the lip. Patient returned to the injector who told the patient that "it is normal" but patient got worse that night. Patient went to a doctor who told them they should have gone to a doctor sooner. Patient was prescribed antibiotics and pinex forte for the infection. The infection "only went down" when patient had their lip drained. Symptoms have now "calmed down."